Event description:
It was reported to boston scientific corporation that a radial jaw¿ 4 was used in the gastroesophageal junction during a biopsy procedure. According to the complainant, after a biopsy at the ge junction was taken, muscularis could be seen on the biopsy samples. The patient was admitted to the hospital for two days for observation. There was no perforation and no long-term sequelae. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.